Manufacturer narrative:
Final analysis found burnt components.

Event description:
It was reported that the merlin transmitter did not power up. There was damage to the power adaptor. Prongs were removed and hard reboot was performed, the device still did not power up. No further information is available.